Manufacturer narrative:
This report is submitted on january 04, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site and subsequently was treated with IV antibiotics for a duration of two and a half weeks (specific date not reported). However, the issue did not resolve and the patient was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was hospitalized for more than a week (specific date and duration not reported) for IV antibiotics treatment due to purulent discharge from incision resulting from infection. This report is submitted on march 07, 2023.